Manufacturer narrative:
The customer biomed stated that they had tested the device after the issue was reported by the clinical user. The biomed was unable to duplicate the problem or find any fault with the device. The monitor was returned to spacelabs healthcare for further evaluation. The equipment service center technician tested the unit and was unable to verify the reported issue of the device shocking users. However, it was found that the cpu pcba was defective and required replacement. After replacement, proper device operation was observed through functional and performance testing and the device was returned to the customer.

Event description:
The customer reported that while in use, the qube bedside monitor shocked a patient and user. There was no reported serious injury requiring medical intervention as a result of the incident.